Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line error which was not reproduced during evaluation. A review of the event history log identified air in line error alarms. The cause was determined to be the ultrasonic sensor was out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a false upstream occlusion alarm at power up. Service evaluation verified the upstream occlusion alarm. The cause was identified to be a failed ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line error. During evaluation of the returned spectrum pump, the device displayed a false upstream occlusion message. There was no patient involvement. No additional information is available.